Manufacturer narrative:
The instrument was returned to intuitive surgical inc. (Isi) and evaluated by failure analysis (fa). The instrument was found to have a missing piece broken off of the ceramic sleeve close to the distal hub. The broken piece measuring roughly .172 x .082 in size was not returned. Fa concluded that the instrument damage was likely due to misuse/mishandling. The instruments and accessories user manual specifically states: general precautions and warnings to handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. O do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Event description:
It was reported that during a da vinci si hysterectomy procedure, the surgical staff indicated that a fragment from the circumferential plastic area of the permanent cautery spatula instrument broke off and fell into the patient. The initial reporter indicated that the entire broken fragment was recovered from the patient. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument has been returned to intuitive surgical inc. (Isi) for evaluation. However, at this time the evaluation of the instrument has not been completed; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted post-failure analysis evaluation or if additional information is received. On (B)(4) 2013, isi contacted the initial reporter and obtained limited information regarding the reported event. The initial reporter indicated that the surgical staff inspected the instrument prior to the procedure and no issues were observed. The initial reporter also indicated that the surgical procedure was not recorded. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the system logs for the site with a procedure date of (B)(6) 2013. No system errors were found to have occurred during the planned surgical procedure. This complaint is being reported due to the following conclusion: the surgical staff claimed that a plastic fragment from the permanent cautery spatula instrument broke off, fell into the patient, and was retrieved. However, at this time, it is unknown how the fragment was retrieved.